Event description:
The only information currently available is the customer's statement "it was involved in an occurrence where the end user feels an incorrect volume was delivered. There wasn't any negative outcome to the patient. We checked it in the office and the unit appears to be functioning to spec but would like a second opinion." No medical intervention was required. Although requested, no additional event or patient information provided by the user.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.